Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the g5 transmitter would not pair with the g5 application. Patient confirmed smart device was running multiple applications in the background. Dexcom representative advised patient to close all applications, reset smart device, removed old transmitter from smart device bluetooth menu, and re-pair the devices. Patient was instructed that if unsuccessful, try inserting a new sensor. Patient re-contacted dexcom on later (B)(6) 2016 to report that re-pairing was unsuccessful. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the test failed. The customer complaint was confirmed. The root cause was determined to be a defective transmitter.